Manufacturer narrative:
Follow-up #1: date of submission 10/20/2014.device evaluation: the device has been returned and evaluated by product analysis on 10/07/2014 with the following findings:a review of the pump¿s black box data revealed evidence of a partially discharged battery installed. During testing, the battery compartment was observed to be cracked. The pump powers on normally with the returned battery cap, and the cap was unable to fully secure onto the pump. The current draws measured within specifications. The pump was opened and no evidence of moisture or loose components found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.